Manufacturer narrative:
The liquid sensor board malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported false negative staining. The issue was attributed to a liquid sensor board malfunction. The field service engineer replaced the part. Instrument was fully operational and returned to service. No indication of patient or user harm. No delay to testing.